Manufacturer narrative:
The technician found that the rear brake caster was not attached to the torque tube due to the set screw for the torque tube being loose. The technician tightened the set screw that attaches the torque tube to the rear brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake caster was not locking. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).